Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: not known. Event description: [translation] the trocar broke when it was removed from its packaging. Additional information received by an applied medical rep via email on 19-jun-2026: no patient or user injury as a result of this event. The event occurred upon removal from packaging. The breakage occurred on the stem. It was a clean breakage. The breakage didn't result in the formation of particles. The device is not available for return. Additional information received by an applied medical rep via email on 23jun26: the break occurred in the cannula. Additional information received by an applied medical rep via email on 24-jun-2026: my interlocutor tells me the cannula was also broken. Patient status: no patient status provided, event occurred before use.